Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pneumothorax after the right atrial (ra) lead implantation procedure. The patient had a chest tube placed. The pneumothorax was noted to have improved. The ra lead remains in use. No further patient complications have been reported as a result of this event.